Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7128481.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7128481, UDI: (B)(4).

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery. Additional information was received that the administration of steroids led to significant symptom resolution.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery. Additional information was received that the administration of steroids led to significant symptom resolution. Additional information was received that left-sided peri-lead edema was present for approximately one month following the dbs implant procedure. During this period, the patient developed a hemorrhage and experienced imbalance. Corticosteroid therapy was administered, resulting in full recovery within one month. The dbs system remains activated, and the patient continues to experience therapeutic benefit.

Manufacturer narrative:
Correction to supplemental report (2) in block: b5. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7128481, UDI: (B)(4).

Event description:
It was reported that two days after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed left-sided peri-lead edema at both the distal and proximal segments of the leads, leading to a hemorrhage and imbalance. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema. Corticosteroid therapy was administered, and the patient recovered within one month. The dbs system remains activated, and the patient continues to experience therapeutic benefit.